Event description:
A literature article in neuroradiology reported that a retrospective study was conducted on patients treated with neuroform stents between (B)(6) 2001 and (B)(6) 2010. It was reported that a major infarction was noted on post-procedural imaging. No other information was provided.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted is such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
A literature article in neuroradiology reported that a retrospective study was conducted on patients treated with neuroform stents between august 2001 and august 2010. It was reported that a major infarction was noted on post-procedural imaging. No other information was provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2001 and (B)(6) 2010. Subject device is not available.